Event description:
Customer reports that while on a trip she received excessive no delivery alarms and had to revert to manual injection due to high blood glucose. Customer's blood glucose at the time of call was 260 mg/dl. After troubleshooting for no delivery alarm, changing the reservoir resolved issue. Customer was advised to return reservoir and infusion sets for analysis. Customer requested to be reimbursed for lost insulin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).